Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed no abnormalities. Resistance testing found the lead was electrically continuous. The dislodgement allegation was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. It was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. It was successfully replaced. No additional adverse patient effects.